Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/ tissue. X-ray examination of the lead found the helix was bent/ stretched consistent with procedural damage. The cause of the reported event was isolated to the helix being bent/ stretched and clogged with blood/ tissue.

Manufacturer narrative:
Correction: section h6. "Capturing problem" should not be submitted in adverse event problem in 2017865-2025-1008194.

Event description:
New information received notes that the repositioning of the left bundle branch pacing (lbbp) lead was a routine change of implant position to achieve optimal conduction system pacing with no capturing issue noted.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch pacing (lbbp) lead was repositioned as the physician determined that conduction system pacing was not achieved in the initial location. During the repositioning attempt, tissue became entrapped in the lead helix, and the helix failed to retract fully after the tissue was removed. The lbbp lead was not used and replaced. The patient remained stable throughout the procedure.